Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On 26-aug-2024, it was reported that the surgeon observed via x-ray on an unknown date that there were potentially broken seaspine coral rods in a patient. The initial surgery was performed on an unknown date in 2008. The surgeon scheduled a revision surgery on (B)(6) 2024. Customer states the revision surgery required additional levels above and below the construct to be fused due to adjacent level breakdown and iatrogenic deformity. During the revision surgery, all coral screws were removed and replaced with medtronic parts. All coral parts were retrieved from the patient. No alleged patient injury was reported. Although requested, no further information was able to be provided. The product is not available for evaluation.